Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). No instrument issues were observed at the time of the event. The customer only ran the samples from position a of the innovance pfa-200 system. The sample was not hemolytic. Siemens is investigating the issue. The siemens dade pfa collagen/epi reagent is marketed in the united states under material number 10445697. The 510(k) number documented in section g4 is for this product.

Event description:
The customer contacted siemens and reported that they observed a prolonged platelet function assay ¿ collagen-adenosine diphosphate (pfa col adp) with normal platelet function assay collagen-epinephrine (pfa col epi) on a patient sample on an innovance pfa-200 system. The results were reported to the physician(s) and were questioned, as a higher pfa col epi result was expected in order to correspond with the elevated pfa col adp result. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2025-00009 on 14-mar-2025. Additional information (18-mar-2025): siemens performed additional testing of lot 5695864 of the dade pfa collagen/epi reagent. Five samples were tested for platelet function assay (pfa) ¿ collagen-epinephrine (pfa col epi) in replicates of four and all results recovered as expected. Pfa data are influenced by factors such as hemoglobin, hematocrit or thrombocytes, and von willebrand factor, as well as sample handling and sample aging effects. It is known that a certain amount of patients on aspirin are non-responders and do experience prolonged closure times when taking the drug. It is important that the sample tubes are mixed upside down and must not be shaken under any circumstances. For dade pfa collagen/epi reagent, it is recommended that testing not be performed until 10 minutes after blood collection. No product issue was identified and a sample specific cannot be ruled out as a cause of the event. The reagent is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusions codes in section h6 were updated based on the additional information. Supplemental MDR 9610806-2025-00008_s1 was also filed for this additional information.